Manufacturer narrative:
The exact cause and source of the endoleak could not be determined from the films provided. Pre-implant films and images during implant were not provided. Review of CT¿s from 7 months post-implant revealed that the bifurcate was implanted into an angulated and calcified proximal neck. The max diameter (B)(4) measured 49mm and widespread contrast was seen within the (B)(4) sac; however, the source could not be conclusively determined. The proximal extent of the contrast was seen along the anterior/top of the sac, and continued distally along the anterior of both limbs. This may be from a type iii fabric endoleak possibly caused by calcification present within the distal portion of the proximal neck and top of the aaa sac. A proximal type I from the angulated and calcified neck cannot be ruled out. In addition, a potential type ii was seen just below the level of the flow divider, and a separate type ii was seen near the distal aorta. Lack of returned angiography images showing the endoleak, which may have included possible endoleak inter rogation, did not permit a more comprehensive analysis of the endoleak source/cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 46 mm diameter abdominal aortic aneurysm. There was no endoleak observed immediately after the index procedure. It was reported that a follow-up CT angiogram showed an antegrade endoleak originating from near the ipsilateral side of the flow divider. The aneurysm diameter remains the same at 46 mm. Per the physician the cause of the event is unknown. The patient has and will not receive treatment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.